Event description:
Error code 8275 (sample presentation error) occurred on a sample on the architect i2000sr analyzer connected to the aps iom. The laboratory automation system (las) sent sid anti-tpo pos when (B)(4) was in the processing position. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer stated error code 8275 (sample presentation error) occurred on a sample on the architect(B)(4) analyzer connected to the aps iom. The laboratory automation system (las) sent one sid when a second sid was in sampling position. The error did display on the instrument screen. This error occurs when the architect receives two consecutive "sample in position" messages without receiving a "sampling complete" message after the first sample. A software upgrade to the architect system, scheduled for release in the first to second quarter of 2012, will send results to exceptions and prevent any patient results from being released.